Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: returned to manufacturer date was corrected to 12mar2024.

Event description:
No additional information received at the time of this report.

Event description:
It was reported that the patient experienced an infection at unknown implant tooth site, with associated fibro integration. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier (B)(6). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.